Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl at the time of the incident. The insulin delivery was suspended due to the difference between the sensor glucose and the blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 40 mg/dl. The suspend on low limit in sensor settings was 100 mg/dl. The customer reported the difference occurred with the previous sensor. The sensor will not be returned for analysis.